Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. The problem was confirmed with tech support activities, after verifying the error code. Tech support performed troubleshooting activities with the customer by walking them through a check of the battery voltage. They advised to replace the battery.

Event description:
The customer reported a battery failure message. It is unknown if the device was in clinical use at the time of the malfunction, but the customer reported that no patient or user harm occurred.